Event description:
It was reported that the patient was admitted to the ER with light-headedness. The device was interrogated and determined to be at end of life. Interrogation two months prior estimated 2 years to elective replacement indicator. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary testing revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.